Event description:
It was reported that during a prolapsed hemorrhoid procedure, the rectal wall was perforated. In addition, the staples were malformed. The rectal wall and the area of malformation were repaired using sutures. There were no further pt complications.